Manufacturer narrative:
H10: the sample was received for evaluation. A visual inspection with the naked eye noted a damage/crack on the light blue main body of the twist clamp. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition of damage was verified. The cause of the condition could not be determined; however, if the device was exposed to chemical agents such as hydrogen peroxide, alcohol or bleach, as listed on product packaging, this could damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the sample evaluation, a crack was identified on the twist clamp of a minicap extended life pd (peritoneal dialysis)transfer set there was no report of patient injury or medical intervention associated with this event. No additional information is available.